Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Programming changes were made. The rv lead was being monitored. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead remained implanted and active while the patient received a downgrade from a defibrillator to a pacemaker on 04 feb 2022 with left ventricular sensing enabled. No electrical issues were observed on the rv lead at the time of the downgrade. The patient was stable.